Event description:
Information was received from a patient via a manufacturing representative with an implantable neurostimulator (ins) for essential tremor movement disorders. It was reported that the patient experienced a shocking sensation in their leg that caused their leg to jerk briefly. Impedance measurements were performed in several positions to try to rule out short circuits. No abnormal readings were found. There were no interventions preformed related to the issue. [Refer to manufacturer report #3004209178-2017-05401 for details pertaining to the reportable related event.]

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.